Manufacturer narrative:
The tabs on the clamp keys worn and/or broke off and the keys no longer stop in the closed position. A review of the cpf/dtf history was not possible due to an unknown serial number. A return good authorization was issued for the affected assembly on 09/16/96. However, as of 10/07/96, no clamps were returned for investigation. The facility has not return the defective clamps because they have not replaced the clamp assemblies on the machines. On 10/7/96, quality assurance contacted the facility and strongly encouraged them to return parts for investigation. The facility promised to send parts back immediately. As of 10/16/96, no parts were returned. Historical analyses of numerous identical complaints indicate that the tabs on the white clamp insert holder were broken or stretched, allowing the inserts to fall out of the holder. It was also determined on these earlier complaints that the returned clamp's stop tabs which hold the clamp in the occluded position were either worn or broken, so that the clamp no longer stopped securely in the closed position. It appears that these problems occur with normal use and handling of the clamp, and not because of user misuse, which was originally considered to be the cause. The above info indicates that the broken line clamp described in this complaint was generated because of weak tab stops and/or cam insert holders on the clamp. This issue will continue to be trended as part of the co's corrective action system and the management review team. Any further investigations, analyses, and/or corrective actions taken on this complaint issue will be determined by and documented in this corrective action review process. Customer contacted:y. Sales/service contacted by investigator:n. Training required:n.

Event description:
During a dialysis treatment, the heparin/saline line clamp broke. There was no pt injury or medical intervention.